Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: alberta health associate. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. Sheath activation, component fit test, and sheath deactivation were performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our sg needles were assembled using an automated machine with validated parameters. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector, wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula and sheath wings collar, which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The locking mechanisms are positioned within the center and the proximal end of the sheath. An audible and/or tactile "click" indicates activation, which can also be visually confirmed. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as sheath collar fitting, and over- or under-insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products, where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needle sticks. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of two (2) complaints for the same issue. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 19g needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no irregularities encountered during the activation. Based on the results of our investigation, the root cause of the complaint could not be identified to be related to our product or manufacturing process. The lot history file showed no non-conformity or any related troubles that would affect the product quality. We were also unable to confirm the device failure since the actual sample was not available for evaluation. The retention samples were inspected and confirmed to be free from defects that will affect the safety sheath activation and passed the functional test. There were no irregularities encountered during the activation when we performed the simulation. Corrective action was not applicable. We could not identify the root cause of the problem based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed that no related issues were encountered that would cause the sheath to deactivate. The retention samples were verified through a functional test. The activation force required to activate the sheath and the locking mechanism is all within specification. Similarly, the force that deactivated or unlocked the activated sheath was greater than the required minimum specification of 6.0 n. This indicates that the two locking mechanisms on the sg3 needles are difficult to deactivate during normal use. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo medical corporation received the reported information. The safety shield clicked; however, the needle did not lock. Additional information was received on 29sep2025: the needle was not bent. There was no sample or photo available. The patient/employee was stable. The method of activation used by the health care professional (hcp) was the finger method. The needle was confirmed to be successfully activated within the safety sheath, post patient injection, it clicked; however, the needle did not go in it. The event caused a needle stick. There was no blood loss or additional treatment required. The injection was performed successfully using a similar device. There was no further information provided.